Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.

Event description:
As reported by our german affiliates, after implant of a 26mm sapien 3 ultra valve in aortic position by subclavian approach, with +2ml, the valve presented moderate paravalvular leak (pvl). Due to the pvl, the patient had low blood pressure, but no injury. It was decided to post-dilate with another +2ml, with a total of +4ml. At the end of the post-dilation, the balloon burst. The valve worked perfectly with no pvl. During withdrawal of the system, the balloon contracted like an accordion, and got caught at the distal end of the esheath. This slightly injured the subclavian. To avoid a major injury, the patient was moved to the operating room and a vascular surgeon briefly open the vessel with a cut down. The system was removed as a unit and the vascular surgeon sutured the subclavian. The patient had no remaining damage and was discharged at home on post op day 4.

Manufacturer narrative:
Updated section h6. The device was not returned for evaluation as it was discarded. Imagery was provided by the site and revealed the following: a balloon radial burst was confirmed at the proximal shoulder of inflation balloon. The balloon bunched towards nose tip, forming an umbrella shape. The complaints for delivery system balloon burst and withdrawal difficulty of system through sheath were confirmed through review of the provided imagery. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per event description, "patient presented mild calcification in the annulus and aorta. It was decided to post-dilate with another +2ml, in a total of +4ml. At the end of the post-dilation, the balloon burst". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 4 ml was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Review of both instructions for use/training material and manufacturing mitigations is captured in the technical summary. It outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) and procedural factors (over-inflation) contributed to the balloon burst, while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate device manipulation during withdrawal, withdrawal difficulty and calcification may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of these adverse events is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.